Manufacturer narrative:
All devices will be included as possibly contributory in the final medwatch. Additional devices implanted and/or related to this event: pxc141000j/ 15843877 UDI (B)(4). The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2017, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that on an unknown date, computed tomography (CT) imaging revealed aneurysm enlargement (amount unknown), and a possible suspected type ii endoleak. On (B)(6) 2020, the angiography imaging revealed a proximal type I endoleak. No type ii endoleak was observed. On (B)(6) 2020, reintervention was performed. An additional stent graft was placed proximally of the trunk-ipsilateral leg component. An additional stent graft was placed at the connection of the trunk-ipsilateral leg component and the contralateral leg component due to the overlap length being short and to prevent a type iii endoleak (component disconnection). The patient tolerated the procedure.

Manufacturer narrative:
Addition h6: code 213-a review of the manufacturing records for the devices verified that the lot met all pre-release specifications. Addition h6: code 22-the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.